Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed a persistent gray screen with a spinning circle and became unresponsive, including no response to a forced restart while on the charger; a replacement was shipped and the original unit was to be returned. Symptoms included hyperglycemia with a reported peak of 220 mg/dl for about one hour, without alerts, ketone testing, medical intervention, or assistance required. Outcomes included temporary elevation of blood glucose without clinical sequelae. Investigation included customer technical troubleshooting and return logistics for device evaluation and further inspection of the returned device. Investigation of this device revealed a screen/display malfunction and failure to start or reboot, consistent with a device hardware performance problem involving the user interface/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem.